Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). It was reported that the trial patient felt the evaluation was not working. The had a minimum of 50% improvement but stated that they were a little disappointed due to having a leak on the night of report. They rated it a 4 on a scale of 1-7 as a result. The next day the patient reported they had the urge to void but could not. They also felt they were not completely emptying their bladder and was miserable. It was also mentioned it was painful and uncomfortable and had been voiding every 20 minutes to the point it hurt. On (B)(6) 2017, the patient reported that they had the urge to void but when it was attempted they were unable to completely void. The patient stated that an hour or so later they were then able to void after another urge to go but felt their bladder was not completely emptying. The program had recently been changed and the patient showed improvement in the last 24 hours so it was recommended to leave on the new program for another 24 hours. It was noted the patient was to have the permanent implant on (B)(6) 2017. It was recommended to the patient speak to their doctor regarding the incomplete emptying and urgency to void issues. The issue was not resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.